Event description:
It was reported 'air in line'. Troubleshooting was performed, and the device then presented with a 'no disposable alarm'. Per reported the medication was 5fu. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repairs were noted within the last 12 months. Product evaluation and problem confirmation cannot be performed. The error history log was not provided, and no evidence was provided for review. We are unable to determine a probable cause for the customer report of air in line.